Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully deplete. Subsequently, the customer attempted to charge the pump however the pump remained off. The customer's blood glucose (bg) level was 348 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.